Manufacturer narrative:
Currently available information points to a failure of the reference electrode, however, no root cause for failure is known. The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient's impression of sound keeps on changing, especially when she moves her jaw.